Event description:
It was reported that during testing, the device failed the door interlock test. No adverse patient effects were reported by the customer

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in used condition, did not come with cuffs. Further investigation found that the return tube was cracked, minor cracks in the front cover of h31 air detector. H31 air detector did not give an audible alarm when powered on confirming the complaint. A root cause was an air detector control board failure however it is unknown what caused the failure. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replace h31 control board, return tube due to it being cracked, label set, o-rings, and fan guard as preventative maintenance (pm). Device passed all functional and delivery tests.

Event description:
Additional information received via email. Event happened during preventive maintenance. Event date updated from unknown to 26-april-2023.